Manufacturer narrative:
The manufacturer previously reported that a user of ds2adv auto CPAP device stating that during testing of the repaired device it was observed to produce a burning smell. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.

Event description:
This notification is being reviewed due to a user of ds2adv auto CPAP stating that during testing of the repaired device it was observed to produce burning smell. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.